Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 5.2a. Retainer ring = black. Case type = ngp. The customer returned the pump for alleged possible over delivery anomaly, unexpected bolus delivery and low bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4) inches. Possible over delivery anomaly not confirmed. The pump was programmed and monitored for 2 days. No unexpected bolus delivery anomaly noted. The pump was also programmed with multiple test boluses and monitored. All boluses delivered properly. All test boluses were recorded in the pump daily history screen. No bolus anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Per (B)(6): the 3.625u bolus was programmed using bolus wizard (B)(6)2023 at 3:39:22pm and successfully delivered at 3:39:39pm. Keypresses from the diagnostic traces show keypresses to set up bolus wizard and keypresses to start bolus delivery. Based on the keypresses, the bolus was programmed by pressing the keys ( assuming by user). Please see below for the for the boluses listed on the event date 18-feb-2023 in the pump history file. (B)(6) 2023 08:15:42.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 45000 (4.5 u). Bolusamountdelivered: 45000 (4.5 u). (B)(6) 2023 08:17:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 5000 (0.5 u). Bolusamountdelivered: 5000 (0.5 u). (B)(6) 2023 12:14:03.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 20000 (2 u). Bolusamountdelivered: 20000 (2 u). (B)(6) 2023 15:39:39.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 36250 (3.625 u). Bolusamountdelivered: 36250 (3.625 u). (B)(6) 2023 18:48:17.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 5000 (0.5 u). Bolusamountdelivered: 5000 (0.5 u). (B)(6) 2023 19:27:56.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 26000 (2.6 u). Bolusamountdelivered: 26000 (2.6 u). Please see below for the daily totals on the event date 18-feb-2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 367250 (36.725 u). Dailytotalofbasalinsulindelivered: 230000 (23 u). Dailytotalofbolusinsulindelivered: 137250 (13.725 u). Please see below for the pump errors/alarms noted 1 week prior to the event date 18-feb-2023 in the formatted history file. (B)(6) 2023 05:31:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). Low battery alert is due to the battery in the pump is low on power. (B)(6) 2023 08:17:27.000 batteryremoved (55). (B)(6) 2023 08:17:27.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2023 08:17:37.000 batteryinserted (44). (B)(6) 2023 16:44:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 17:00:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2023 17:16:00.000 alarmalertnotification (40). Faultnumber: checkconnectionalert (795). (B)(6) 2023 17:16:15.000 alarmalertnotification (40). Faultnumber: changesensor3alert (789). (B)(6) 2023 17:26:23.000 alarmalertnotification (40). Faultnumber: transmitterconnection2alert (798). (B)(6) 2023 17:26:27.000 alarmalertnotification (40). Faultnumber: warmupalert (799). (B)(6) 2023 19:26:26.000 alarmalertnotification (40). Faultnumber: calibrationnowalert (775). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No lost sensor alarm, check connection alert, change sensor alert, communication anomaly or calibration anomaly noted. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Bolus anomaly not confirmed. Lost sensor alarm not confirmed. Check connection alert not confirmed. Change sensor alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an over-delivery alarm. It is also reported 126 mg/dl of low blood glucose value. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and will be returned for analysis.